Manufacturer narrative:
For one event, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions for this event were: the sample underwent preliminary investigation, however, there was no sample material remaining for further investigation. For one event, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For three of the events, the investigations are currently ongoing. The device was not returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>5</noe> malfunction events. Questionable low elecsys tsh results were generated by 3 cobas 6000 e 601 module analyzers and three cobas 8000 e 602 module analyzers. The events involved six patient samples. 2 patients were ages between 3 and 83 years old. The remaining patients' ages were requested, but not provided. The patients' weights were requested, but were not provided. There were two males and one female. The remaining patients' genders were requested, but not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.